Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to instability. During the procedure, it was discovered the post on the poly bearing had fractured. The bearing was replaced with another biomet bearing. The locking bar was replaced in order to get the bearing out; all other components remained in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."